Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery maintenance issue was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the console was getting planned maintenance. There was a battery errror bi under the maintenance option. The battery maintenance error could not be cleared.